Manufacturer narrative:
System returned to use after service; no permanent CAPA noted. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the monitor goes dark and equipment fails to start during power-on on an allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.